Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a nc trek balloon dilatation catheter (bdc) was prepared and soaked according to the instructions for use and during a narrow, concentric, non-tortuous, mid, right coronary artery stenting procedure, with routine post-dilatation of a xience stent which was implanted without a problem, a nc trek bdc was advanced to the lesion without resistance. With the balloon inflation to less then 12 atmospheres, the balloon ruptured. The nc trek bdc was removed without issue and a new nc trek bdc was used successfully for the routine post dilatation. There was no adverse patient effect or no clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). Correction-the device was initially reported as returning, but has now been reported as not returning because it was discarded at the account. It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. The cause(s) of the reported balloon rupture could not be determined. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.